Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It has been reported that the customer's health care professional called insulet with the customer and reported an issue with an unexpected bolus in the history and programmed bolus that were not recorded multiple times in the dash history. No further information or device identifiers have been provided. Further information on the event is being solicited.

Manufacturer narrative:
Additional information was received on 24jul25. The following has been updated - a3a, b5, h6.

Event description:
It has been reported that the customer's health care professional called insulet with the customer and reported an issue with an unexpected bolus in the history and programmed bolus that were not recorded multiple times in the dash history. No further information or device identifiers have been provided. Further information on the event is being solicited. 24jul2025 - additional information has been received from the patient's mother. The patient had high blood glucose (bg) levels and ketones. A bolus was given but it did not help in lowering bg's. An ambulance was called who brought her to (B)(6) hospital. The patient experienced vomiting, weakness, dizziness, strong abdominal pain. In the hospital nurses and hcp changed the pod and applied a new one. The mother said after the bg levels went down, less than 40 mg/dl, they noticed an uncommanded bolus had been delivered. The mother could not provide any more information on this but did remember that the pod seemed fine and she had no alarm or error message. Medical staff assumed the patient had given herself so much bolus on purpose and suspected suicide. Medical staff took over the personal diabetes manager (pdm) and noticed the issue persists and the pdm delivered an uncommanded bolus again. The mother said the hcp said the situation was critical due low bg. The patient was not in intensive care. The pod was removed and the patient was treated with IV, painkillers, blood tests, ketones were measured, insulin administered with pens (humalog). After that the hcp did a reset with the pdm and entered all settings again and the pdm is working properly. They activated a new pod at the hospital. The pdm is still being used with no issues and no replacement was requested. The patient was hospitalized for 7 days, from (B)(6) 2025. The diagnosis was diabetic ketoacidosis.